Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button error. The blood glucose level of the customer was 167 mg/dl. The customer stated that they received a button error and replaced the battery but still no button was working. Troubleshooting was performed. The product will be returned for analysis.